Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The procedure was completed without issue with 2 xtw clips implanted. Mr was reduced to grade 1-2. Overnight post-procedure the patient developed a pericardial effusion. Treating physician said it was not serious or life threatening. Medication was administered to treat which resolved the effusion. It was thought the effusion was related to the transseptal puncture area. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the cause of the pericardial effusion cannot be determined. Pericardial effusion is a known possible complication associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.